Manufacturer narrative:
B5: describe event or problem updated. Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 2.75 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink in the hypotube located at approximately 35 cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. It was further reported that the 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery.

Manufacturer narrative:
B5: describe event or problem updated. Device is a combination product.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous right coronary artery. A 2.75x32mm promus element plus drug-eluting stent was advanced for treatment. However, upon crossing the lesion, the stent got damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.